Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the channel port was found to be damaged and with water tightness compromised. In addition to the reportable malfunctions of error b30 and bent forceps channel port, the evaluation found the following: control unit, plug unit, suction connector, scope connector cover unit, and suction connector circuit board were corroded due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly; adhesive on a-rubber was detached; and due to damage on bending tube, the joint section between bending tube and distal end were not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope working channel was leaking. It is unknown when the event occurred or was discovered. The device was returned and during the device evaluation the following reportable malfunction was found: b30 scope communication error code appeared, the image was not displayed, and the forceps channel port had a dent. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The image disappearing likely occurred due to a short circuit or poor contact occurred in the electrical contacts inside the scope connector. The dent on the forceps cap likely occurred due to occurred interference with cleaning equipment such as brushes during equipment reprocessing. The events can be detected through the following pre-use inspection: IFU(operation manual) 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.